Event description:
A complaint of imprecise sequential readings was received on a customer's freestyle mini meter. The customer obtained readings of 187mg/dl, 220mg/dl, 320mg/dl, 120mg/dl and 71mg/dlmg/dl within a ten minute timerame. All tests wre performed on the finger. When plotting each of the readings against the average of a parkes error grid some results fall in the 'c' zone, which shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
A follow up report will be submitted if the customer's meter is returned.